Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is expected to be returned thus additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, a micrusphere xl- 13x34 coil had a failure to detach and premature detachment in microcatheter during removal. The coil marker had crossed the micro catheter proximal marker and physician had tried to detach. But the coil didn¿t detach. Thus physician tried to detach again and again but coil didn't detach. Eventually it was pulled back from the aneurysm to be withdrawn. After pulling few centimeters the coil detached within the microcatheter (sl10). Most of the coil was in the aneurysm and a few centimeters in the microcatheter. As reported, the second coil had this issue. It was reported that the coil was protruding out of the aneurysm into the parent artery. No effect noted in the patient's condition. It is unknown if there was any effect on blood flow. The adequate continuous flush was maintained through the mc at all times. There was no coil entanglement noted with previously deployed coil. Predeployment test was done prior to the second coil. No one to one relationship between the coil and delivery tube was verified with fluoro. No report of resistance. Same cable and box were used for deployment of 3rd coil. The first (micrusphere xl- 14x36) and third coil (micrusphere xl- 11x28) were detached properly.

Manufacturer narrative:
Complaint conclusion: during the procedure, the second coil, a micrusphere xl- 13x34 coil failed to detach followed by detachment of the coil during withdrawal into the sl10 microcatheter. This resulted in coil protrusion into the parent vessel. It was reported that there was no effect noted in the patient's condition. The same cable and detachment box were used successfully for the next coil. Prior to the event a micrusphere xl- 14x36 coil had been successfully placed. Pre-deployment test was done prior to this second coil. An adequate continuous flush was maintained through the microcatheter at all times. The coil marker of the second coil, the micrusphere xl- 13x34, marker had crossed the proximal marker of the microcatheter and an attempt was made to detach the coil without success. Several additional attempts to detach the coil were made and eventually it was pulled back from the aneurysm to be withdrawn. After pulling few centimeters the coil detached within the microcatheter (sl10). Most of the coil was in the aneurysm and a few centimeters in the microcatheter. It was reported that the coil was protruding out of the aneurysm into the parent artery and there was no effect noted in the patient's condition. It is unknown if there was any effect on blood flow. There was no coil entanglement noted with previously deployed coil and no excessive manipulation during the positioning of the coil. A one to one relationship between the coil and delivery tube was not verified with fluoro as outlined in the instructions for use with repositioning. There was no report of resistance. The first (micrusphere xl- 14x36) and third coil (micrusphere xl- 11x28) were detached properly using the same connection cable and detachment control box. The coil remains implanted and the delivery system is not available for analysis. Based on the reported information and without the return of the delivery system for evaluation, no conclusion can be made regarding the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.